Event description:
Customer reports the following: "engineer reports constant air bubble alarm; engineer has changed the air detector". Part is to be sent to manufacturer for evaluation. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not readable. Device not returned to brèzins as its repairs were carried out locally by technical team. The replaced air detector was received at brézins for investigation. A visual control was carried out on the air detector and nothing to notice. Fv'investigator cross tested the detector with volumat tester to verify the claim. Detector found to be out of order because their values drifted below the required level and caused the failure. Therefore, the reported event has been reproduced and is confirmed. The reason for the failure is due to a drift in the detector values, most likely a weakness in the ceramic bonding causing the air bubble alarm. A CAPA was opened for defective air sensors. This complaint is considered as valid. The trend is abnormal.the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.